Event description:
It was reported that the customer experienced a connection issue with the 30-degree endoscope plus in a bilateral inguinal hernia procedure. The customer stated that the endoscope would show a failure to connect error message when the customer tried to plug in the endoscope. No other information was provided. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found to have missing endoscope adapter retaining screws. There was an endoscope shaft bearing friction issue. Additionally, the endoscope was tested on an in-house system and the following observations were identified: the endoscope failed the self-test. There was no image in both eyes. The endoscope failed the functional test due to an electrical failure. Local button controls were not working properly. The endoscope failed the button functionality test due to all buttons. Visual inspection was performed, and the endoscope failed the manual movement tests. There was damage to the button pack assembly. Visual inspection confirmed hairline crack on left/right button of the button pack assembly. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. The endoscope cable was visually inspected and found with defect at zone c one-third near the scope housing. Visual inspection confirmed visible light shining through the cable insulation jacket when the cable was plugged into the internal system and illumination was powered on. There was cable integrity visual damage at zone b. The endoscope failed the cable tests. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.